Event description:
The surgeon attempted to implant an aa4207vf silicone plate lens but it became stuck in the cartridge. There was no pt contact or injury. The nurse stated it was unk as to why the lens became stuck, or if there was any lens damage.